Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The device log does not capture reports of this type. The batteries used during the event were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.